Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving unknown baclofen (420mcg/ml at 68.3mcg/day), dilaudid (10mg/ml at 1.626mg/day), and marcaine ( 36mg/ml at 5.855mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that an alarm was heard/confirmed by telemetry. Pump logs were checked and it was confirmed that a low battery reset occurred. Logs revealed that the issue went back to (B)(6) 2017. It was further noted that the patient underwent magnetic resonance imaging (MRI) on (B)(6) 2017, but the pump recovered as normal. No known patient symptoms had occurred, and the patient was given oral (po) meds to help avoid symptoms.

Manufacturer narrative:
Analysis of the implantable infusion pump (serial # (B)(4)) found that the pump's battery had high resistance. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jan-03. It was reported that the provider interrogated the pump and tried to reprogram it on (B)(6) 2017. The pump was put into minimum delivery and was explanted as a result of this event.